Manufacturer narrative:
(B)(6). Device is in the process of being sent to manufacturing plant for evaluation. Upon completion of investigation, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received for evaluation and we visually confirmed the cracks located in the patient port and expiratory limb. The production record for the batch reported was evaluated and no issues were observed. We confirmed that the product is of polycarbonate material. At this time, a project has been opened and the investigation is ongoing to identify and address the probable root cause and to develop an applicable action plan. The preliminary plan proposes optimization of the molding parameters and implementation of a stress test of all incoming raw material.

Event description:
Customer reported "we received another cracked wye on the (B)(6) circuit.  This one is from lot# 456411.  The crack is on the side limb.  The crack was discovered when the nurse had just gone in to suction and noticed there was saline coming out of the crack.   During the time that the rt went to get another circuit, the ventilator indicated that there was a leak and when she came back the patient was a little desaturated as a result".  Additional information received on (B)(6) 2012, "the patient had just been suctioned and generally has a recovery period afterwards so the spo2 was 90% but that was not out of the ordinary for the patient who was on a lot of support. The patient recovered quickly once the wye was changed, so the crack may have delayed the recovery".